Manufacturer narrative:
Production batch history records for applicator pn 930815ns lot number 0304305 was reviewed and no non-conformities, failures, deviations, or rework activities occurred during the manufacturing of this lot similar to the reported issue or that could have contributed to the reported failure mode. Definite root cause can't be identified without an actual sample or a picture of the defect. The most probable root cause is inadequate gowning by associate(s) and/or preventive measures during the packaging of the product. No further action will be taken based on a negative trend is not observed at this time

Event description:
Material no.: 930815ns batch no.: 0304305 it was reported by the distributor that there was particulate. Per report: foreign particle.

Manufacturer narrative:
Pr (B)(4) initial MDR. A follow up will be submitted if additional information becomes available.

Event description:
It was reported by the distributor that there was particulate.